Event description:
The customer reported it was difficult to steer the device. Also, the wig wag brake did not hold optimally. No report of patient or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The wig wag brake was replaced along with steering parts. The system was then found to be operating as intended.